Manufacturer narrative:
Occupation: initial reporter is a synthes employee the previous service event for part number 03.641.004 with lot number(s) h130932-22 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for failed calibration. The item was previously returned for service on (B)(6) 2018 due to failed calibration. The previous service condition of failed calibration is relevant to the current complained issue of failed calibration. The manufacture date of this item is october 19, 2016. The service history review is confirmed. A service and repair evaluation was completed: during evaluation at service and repair, the repair technician reported the device failed high in calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the socket wrench was received with no visual defects. A functional test was performed by service and repair and the repair technician reported the device failed high in calibration. The complaint was able to be replicated therefore the complaint is confirmed. The relevant drawing was reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during testing at service and repair, the technician found out that the socket wrench had failed in calibration. There was no patient involvement. This report is for a socket wrench. This is report 1 of 1 for (B)(4).